Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted during testing. Pump trace download analysis confirmed the pump alarmed low battery alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm due to esr value out of specification. Unit was received with scratched case.

Event description:
The customer reported via phone call the insulin pump alarmed pump errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to complete pump rewind. The insulin pump is being replaced and is expected to return for analysis.